Manufacturer narrative:
Block a1: (B)(6). Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. Block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Correction: a previous report for this patient and device has been sent under MFR report # 3005099803-2020-06647.

Event description:
It was reported to boston scientific corporation that an advantage fit was implanted on (B)(6) 2009. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); vaginal pain; pelvic pain; perineum pain; painful intercourse; recurrent incontinence; aggravated incontinence; psychiatric injury. Surgical interventions: on (B)(6) 2010 the patient underwent further surgery regarding the advantage fit implant under general anesthesia for the following purpose: to divide tape as too tight to allow urine to pass. On (B)(6) 2011 the patient underwent further surgery regarding the advantage fit implant under general anesthesia for the following purpose: to divide tape as too tight to allow urine to pass. On (B)(6) 2011 the patient underwent further surgery regarding the advantage fit implant under general anesthesia for the following purpose: to treat recurrent incontinence. Nonsurgical treatments: on (B)(6) 2016 the patient commenced topical treatment (including oestrogen cream): ovestin vaginal cream for the treatment of: dryness. Treatment duration: 5 years +. On (B)(6) 2009 the patient commenced other (please specify) for the treatment of: incontinence. Treatment duration: prior to implant - every day now.

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit was implanted on (B)(6) 2009. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); vaginal pain; pelvic pain; perineum pain; painful intercourse; recurrent incontinence; aggravated incontinence; psychiatric injury surgical interventions: on (B)(6) 2010 the patient underwent further surgery regarding the advantage fit implant under general anesthesia for the following purpose: to divide tape as too tight to allow urine to pass. On (B)(6) 2011 the patient underwent further surgery regarding the advantage fit implant under general anesthesia for the following purpose: to divide tape as too tight to allow urine to pass. On (B)(6) 2011 the patient underwent further surgery regarding the advantage fit implant under general anesthesia for the following purpose: to treat recurrent incontinence. Nonsurgical treatments: on (B)(6) 2016 the patient commenced topical treatment (including oestrogen cream): ovestin vaginal cream for the treatment of: dryness. Treatment duration: 5 years +. On (B)(6) 2009 the patient commenced other (please specify) for the treatment of: incontinence. Treatment duration: prior to implant - every day now.